Manufacturer narrative:
A review of the service request records shows the field service engineer (fse) instructed the user how to use ir knob to adjust ir. No technical abnormality of the eye tracker is noted. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A health professional reported the eye tracker is not able to see the pupil during refractive ablation. Additional information requested.